Event description:
Reporter indicated that pt is experiencing a "swishing feeling" in their head and was subsequently seen in hospital emergency room. The pt reports that the feeling "comes in threes and then stops for a minute." Emergency room physician prescribed antivert which has reportedly not helped the pt's condition at all. The pt indicated that the feeling does not coincide with device stimulation cycles but occurs every time they move their eyes. The pt denies nausea or dizziness during these episodes. Treating neurologist plans eeg at next regularly scheduled office visit.